Manufacturer narrative:
One cadd-ms® 3 ambulatory infusion pump was returned for analysis. The reported even was unable to be duplicated. A cartridge was loaded and the device ran for an extended period of time no issues occurring while running. No problems found.

Event description:
Information was received indicating that a smiths cadd-ms® 3 ambulatory infusion pump alarms that no cartridge was detected. There was no reported injury to the patient.